Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h6. D4: attempts have been made to gather all product identification information and no further information has been provided. The cmp was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in new zealand. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient had an initial right total knee arthroplasty on an unknown date, post implantation the patient was revised due to infection, the revision required a washout and bearing exchange. Attempts have been made and no further information has been provided.